Event description:
It was reported via the implant patient registry that a 25mm 3000tfx aortic valve, implanted for three years and one month, was explanted due to unknown reasons. The explanted valve was replaced with a 27mm 11060a valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned for evaluation, as device status is unknown. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: b5, b7. The device will not be retrieved due to endocarditis. H11: corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Per the medical records, the patient presented with acute on chronic systolic heart failure. Tte revealed aortic valve with paravalvular and valvular regurgitation, partial dehiscence, and severe mitral regurgitation. The patient underwent a redo avr with a 27mm konect, mitral valve replacement with a 31mm mitris resilia valve, and CABG x1. The aortic valve was explanted and replaced with a 27mm 11060a valve. On pod #3, the patient developed complete heart block and underwent permanent pacemaker placement on pod #7. The patient was discharged in improved condition on pod #18.